Event description:
The customer reported to olympus, the gastrointestinal videoscope image was cloudy. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the nozzle had foreign objects. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up / down knob was out of the standard value due to the wear of the angle wire, the adhesive on the bending section cover had a white-clouded area, the adhesive around the light guide lens was peeled, the connecting tube had a dent / a scratch, and the dots on the water detection sticker 1c were smudged and connected. The cleaning, disinfection, and sterilization (cds) was performed by the customer before sending it back to olympus for repair, it was unknown what the foreign material was. It was unknown whether there was a delay in the start of pre-cleaning, it was unknown if the customer flushed the air / water nozzle with water and air, it was unknown if there were any abnormalities in the accessories used for reprocessing, it was unknown if the customer presoaked the endoscope in the detergent solution, it was unknown if the customer wiped / brushed the air & water nozzle with clean lint-free cloths / brushes / or sponges, it was unknown if the customer flushed the air / water nozzle with the detergent solution. The customer did not have concerns about the reprocessing process; however, it was stated that when the clinic first opened, the user facility was doing the cleaning method according to the olympus manual, so they did not think there would be any problems. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established for the foreign material in the nozzle since it was unknown whether reprocessing was practiced in accordance with the instructions for use. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system." [Inspection of the endoscope]: 9. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] inspection of the water feeding function: 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.